Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized for high blood glucose levels. Customer stated that she was taken off the insulin pump upon admission. Customer states that her health care professional advised that she call the helpline to get the pump replaced as customer will not be released without the pump being replaced. Customer stated that the insulin pump alarmed no delivery during set change and again while she was sleeping. Customer's blood glucose reading was 600+ mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer has discontinued the use of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.